Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the failure to transmit the video signals normally due to the camera cable damage of the subject device. Since it could not been found any abnormalities in the manufacturing record of the subject device, the camera cable damage might had been occurred by the user handling if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed but the backlight lit on the monitor at the preparation for the laparoscopic right hemicolectomy procedure. The user changed from the subject device to another device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The exterior of the subject device had no abnormality and the subject device had no leakage. Furthermore olympus (B)(4) identified that the reported phenomenon was attributed to the failure of the camera cable of the subject device. There was no report of patient injury associated with this event.